Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, between 2-3pm, the patient¿s cgm was reading 120 mg/dl. Around 3pm, the patient¿s cgm was in a signal loss state. No bg meter readings were taken. Between 3-4pm, the patient¿s cgm began providing cgm values again and the reading was 76 mg/dl. After 2-3 minutes, the patient¿s cgm value was down to 57 mg/dl. The patient was feeling dizzy, confused, and had blurred vision. She attempted to self-treat with food but was having a difficult time eating quickly enough to raise her bg level. Emergency medical services was called. Once ems arrived, no bg meter reading was taken, they solely relied on the patient¿s cgm device. Ems assisted the patient with eating food and checking her blood pressure. Ems stayed with the patient until her cgm value rose to 101 mg/dl. There patient remained at home. The patient was ¿feeling better¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined.